Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device was discarded and is not available for physical evaluation. Therefore, the reported complaint cannot be confirmed. The sales rep reported that the mini quick anchor pulled out during the procedure due to surgeon error because the surgeon malleted the anchor. Other than this possibility, a root cause for the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device not returned for evaluation.

Event description:
The sales rep reported via phone that his mini quick anchor was pulled out during a brostrom procedure. The surgeon drilled another hole and put in another anchor to complete the case. The sales rep stated that it was surgeon error. The surgeon tried to mallet the anchor in and it pulled out. There were no patient consequences or delays. The device was discarded by the customer.